Event description:
It was reported that during a prostate procedure, the side-firing fiber tip was noted to be damaged at 313,349 joules. The procedure was completed with turp. Patient outcome: "fine."